Manufacturer narrative:
The device was not returned to the manufacturer, therefore the information necessary to complete a device history record review is not available. However, all non-conformances for all combinations of devices (sk12) intended to be implanted (1405-1012, 1405-1014, 1405-4005 and 1508-4001) were reviewed and no non-conformances or issues during the manufacture or release of the product were identified to date that could have contributed to the issue reported. Based on the available information, all hardware was removed due to a fracture in the patient's cuneiform. Although a number of factors could have contributed to the fracture the patient experienced, the surgeon indicated the patient was osteoporotic and he was removing the hardware just to be able to access the fracture and treat it. No malfunctions have been alleged with any tmc hardware nor was it a determining factor for performing the revision. The company will supplement this MDR as necessary and appropriate.

Event description:
About 3 weeks after an initial bunion surgery, all hardware was removed in a revision surgery on (B)(6) 2018 due to a fracture in the patient's cuneiform. The surgeon indicated the patient was osteoporotic and he was removing the hardware just to be able to access the fracture and treat it. No failure was alleged or found in any of the removed hardware.